Manufacturer narrative:
The insulin pump was received with cracked case on the display window corner, broken reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump had a crack on reservoir compartment. Customer's blood glucose was unknown mg/dl the customer was not sure how the damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to discontinue use of the device and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.